Event description:
It was reported that the patient presented to the emergency department with a cerebral hemorrhage and passed away shortly after. According to the physician, the left ventricular assist device (lvad) operated as expected with no alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
E1 - reporter address: (B)(6). Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's anticoagulation was likely out of range as they did not show up to the hospital for check up on anticoagulation status for a month. The patient was unconscious when they arrived at the hospital. No treatment was started due to severe cerebral bleeding. The death was reportedly not device related and the device operated as expected.